Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with mild diabetic ketoacidosis. The patient¿s blood glucose rose to 580 mg/dl while wearing the pod for longer than 48 hours. It was reported that the pod was leaking insulin and the patient felt pain at the insertion site. Reported symptoms include dry heaving, vomiting, headache, diarrhoea, generalised pain and throat pain caused by the vomiting. The patient was treated with intravenous fluids, manual insulin injections and unspecified medications for pain and nausea. The patient was discharged the next day on (B)(6) 2026.